Event description:
It was reported that there was high impedance, a lead fracture, and that the patient received an inappropriate shock. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was high impedance, a lead fracture, and that the patient received an inappropriate shock. It was later reported that there was also oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned in segments and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: analysis results added to narrative. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Analysis results revealed the distal conductor was fractured. One of three distal filars were fractured at 31.3 cm. It could not be determined where the anchoring fixation site had been. Blood/body fluid was present on all conductors (not obstructing) and in/on the helix mechanism. Visual analysis observed the inner tubing torn, outer insulation breached cut and the presence of a white substance on the outer insulation, and the helix was distorted and bent.